Event description:
It was reported that the patient received inappropriate therapy and that the right ventricular (rv) lead was oversensing, had high impedance and high thresholds. An apparent lead fracture was suspected. The rv lead was capped and replaced. During the replacement procedure two new right atrial (ra) leads were attempted and there was positioning difficulty because the patient was in atrial fibrillation the implanter had difficulty getting adequate sensing. Neither of the ra leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed no anomalies found. Additionally it was noted that the distal conductor distorted, distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and helix mechanism (sleeve head). It was also noted to have damage at implant. (B)(4): the full lead was returned and analyzed. Analysis revealed no anomalies found. It was noted there was blood in/on the helix mechanism.